Manufacturer narrative:
Additional information received indicated that the mount was originally installed by the customer's contractor. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the installation of the wall mount by the customer's contractor. The issue was resolved by installing the correct/approved mounting hardware for the x3.

Manufacturer narrative:
A field service engineer (fse) went onsite and found that the fasteners on wall mount were inadequate for the weight of the unit, resulting in monitor falling off the wall. The fse tested the x3 unit and found no damage nor abnormalities. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the monitor and wall mount fell off the wall and damaged the monitor. The device was not in use on a patient at the time of the event, so there was no patient involvement.